Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to embedment of the filter in the patient's inferior vena cava. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to embedment of the filter in the patient's inferior vena cava.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to embedment of the filter in the patient's inferior vena cava, there have been no documented attempts to retrieve the filter. The patient is also reported to have experienced headaches, periodic abdominal pain, anxiety and is on a lifetime of anticoagulant therapy as there is too high of a risk to try and remove the filter. The patient became aware of these events approximately eight years and two months after implantation of the inferior vena cava filter. The indication for the filter implant was massive bilateral saddle pulmonary embolism with hypotension. The filter was placed via the right common femoral vein and deployed just below the origin of the renal vines. In addition to placement of the filter thrombolytic therapy catheters were placed in both the left and right pulmonary arteries and a continuous infusion of tissue plasminogen activator (tpa) was initiated. A percutaneous intravenous central catheter (PICC) line was also implanted during the procedure. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter embedded could not be confirmed or further clarified. Headaches, abdominal pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The implant date was confirmed to be accurate.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to embedment of the filter in the patient's inferior vena cava. The following additional information received per the implant records indicate that the patient had a massive bilateral pulmonary embolus prior to the placement of the inferior vena cava filter. The patient initially presented in hypotension. The filter was placed just below the origin of the renal veins. The patient tolerated the procedure well without complications. According to the information received in the patient profile from (ppf), the patient became aware of these events approximately eight years and two months after implantation of the inferior vena cava filter. The patient reports headaches, periodic abdominal pain, anxiety and lifetime anticoagulant therapy as there is too high of a risk to try and remove the filter. Although the ppf states that the filter is unable to be retrieved there have been no documented attempts to remove the filter.